Manufacturer narrative:
Maude report number: mw5089778 . (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on september 26, 2019 that an accumax 200 laser fiber was used in a laser lithotripsy procedure in the left kidney performed on (B)(6) 2019. According to the complainant, during the procedure, the laser fiber broke inside the patients left kidney. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.